Event description:
The customer reported that the remote user interface joystick was not working. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The emergency button on the remote user interface console was replaced. The sys was tested and found to be working as intended and put back into svc.